Event description:
The customer reported observing bubbles in the white blood cell (wbc) diluent dispenser pump pm3 on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse observed air bubbles in the wbc diluent dispenser pump pm3, due to improper seal. The fse confirmed the seal on the wbc dispenser was defective and replaced the pump from customer stock to correct the reported issue. The fse ran startup, latron, controls and reproducibility to verify the repair per established service procedures. (B)(4).